Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2004, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the patient presented on (B)(6) 2020 for a catheter replacement. Upon accessing the older catheter it did appear to still be functioning because it was dripping fluid and the hcp was able to aspirate. The hcp did a roller study to confirm proper function of the pump and that was successful. Hcp did decide to replace the old catheter with a new one due to the patient having a change in therapy per the patient and managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 3000mcg/d flex via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2020 the managing healthcare provider reported a discrepancy between the expected and actual volumes at the time of a refill. The expected volume was 5ml and the actual volume exceeded 26ml. The managing healthcare provider was referring the patient to a surgeon for evaluation. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. There were no reported patient symptoms. The issue was not resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
D7: corrected information: the explant date of (B)(6) 2019 was reported in error on the initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative on (B)(6) 2020 who reported the low reservoir alarm and the patient had decreased mental status and decreased respiration per the ER (emergency room) physician. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the managing healthcare provider requested to have the pump read. The reading showed that the pump reservoir was 0ml. The actions and interventions taken to resolve the issue was the pump was turned to minimum rate. The issue was not resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury. Additional information was received and per the event logs received indicated that on (B)(6) 2019 the refill pump before date was 09-jan-2020. A motor stall occurred on (B)(6) 2020 at 5:01pm and recovery at 5:46pm, a low reservoir alarm occurred on (B)(6) 2020 at 1:46am, the empty reservoir alarm occurred on (B)(6) 2020. The logs from (B)(6) 2020 indicate the refill pump before date was (B)(6) 2020. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.